Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: h2, h3, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The investigation findings do not lead to a clear conclusion about the cause. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device was reprocessed incorrectly. The steps of delayed reprocessing steps were not followed. The issue occurred during a diagnostic colonoscopy. The procedure was finished with the same device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.